Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. Patient described the area as sores on the back under the equipment where the garment would bunch up. There was no alleged device malfunction contributing to the sores. The patient¿s nurse treated the sores with bandages. Outcome of the sores are unknown.